Event description:
Seven incidents were reported regarding 5-fu using dosi-fuser from (B)(6) 2018. The dosi-fuser was designed to deliver the 5-fu medication in 46 hours infusion. However, the infusion time was finished 2-10 hrs earlier than the scheduled. Per MFR, the accuracy of the infusion time is +- 10%. The lot numbers in question are lot #172184l (6 incidents), 172177l (1 incident). There are 6 pts experienced the same problem; (1 pt experienced the problem twice). On (B)(6) 2018, ln received a total volume of 221 ml chemo infusion which consists of 5-fu 3600mg (72ml) with 149ml ns. The infusion was estimated to last for 46 hrs, pt reported that her infusion finished 7 hrs earlier than expected time. Ref # mw5075505, mw5075506, mw5075507, mw5075509, and 5075510.